Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c analyzer on a 74-yr old male patient. Results provided: (B)(6) 2023 sid 978374 = 8.74 / 2.01 mg/dl (normal range: 1.70-2.80 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity c magnesium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. The customer was advised to replace the sample and reagent probes and clean the cuvettes. No additional discrepant patient results have been reported since the troubleshooting by the customer. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6).